Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had chipped adhesive around the objective lens, light guide cover glass has corrosion, elevator channel plug has corrosion, universal cord holder has corrosion, and switch flexible printed circuit unit cover has corrosion. There was no patient involvement.